Event description:
The device was returned to the manufacturer after being explanted due to battery depletion. The device has subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device had a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time) on 2013-02-04. The device met 77% of the expected longevity. 6949 implantable tachy lead 2007 (B)(6). (B)(4).